Manufacturer narrative:
A review of the aqc results and events logs suggests that the co-ox optical subsystem was performing as expected when the escalated sample was analyzed. Aqc was performed regularly and shows thb recovering within target ranges for the duration of mcart use life. No significant errors related to the co-oximetry subsystem were present near the escalated sample. Sensor data files type 2 were not provided therefore further evaluation of the co-ox subsystem at time of the escalated sample is not possible without access to the sample specific data present in the instrument cx files. Accurate measurement of thb is dependent on thorough mixing and multi-direction rotating of the sample prior to analysis. This counteracts the tendency of cells to settle out of homogeneity in the sample, which is particularly significant in samples of low hematocrit. Considering that the comparative measurements were taken from separate samples, and the result considered correct fell below the expected range, differences in sample mixing are a likely root cause. The definitive root cause is unknown.

Event description:
Customer received a discrepant high thb result on their rp500 instrument compared to retesting on another rp500 instrument using a different sample. There is no report of injury due to this event.

Manufacturer narrative:
Customer has provided instrument files for investigation but have stated no further information will be provided. Investigation underway. The cause of this event is unknown.